Event description:
The complainant reported that the patient on impella 5.5 support had hematoma. Hemoglobin was low. Heparin held. The hematoma appeared to be improving. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely due to anticoagulation management since the hematoma resolved after the heparin was held. E4 should have been left blank on manufacturer device report 1220648-2024-24725.